Manufacturer narrative:
(B)(4). Concomitant medical products: stents: 2.5x38 mm xience xpedition, 2.5x23 mm xience xpedition, 2.25x28 mm xience prime. Myocardial infarction is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2014, coronary intervention was performed for treatment of stable angina and in-stent restenosis in the 90% stenosed proximal left anterior descending (lad) artery and in-stent restenosis in the 90% stenosed mid left circumflex (lcx). A 2.25x28 mm xience prime sv stent (lot # 3081441) and a 2.5x38mm xience xpedition stent were placed for treatment of the restenosis. No pre-dilatation or post-dilatation was performed. A 2.25x28 mm xience prime sv stent (lot # 3090941) was placed after pre-dilatation for treatment of in-stent restenosis of an unknown stent in the mid lcx lesion. No post-dilatation was performed. A 2.5x23mm xience xpedition was also placed in the proximal lcx. The procedure was completed without issue. On (B)(6) 2014, the patient was discharged. On (B)(6) 2014, the patient visited another hospital after experiencing a myocardial infarction. On (B)(6) 2014, the patient expired due to renal failure, determined not to be related to the stent implants. An autopsy was not performed. No other information is available since the information was reported to the site from another hospital.